Event description:
Gating is over-ridden on truebeam linac when gated plans move to a different machine than the one they are planned for. The issue occurs when a patient with a gated treatment plan is moved from one truebeam/vitalbeam/edge to another. Truebeam does not show a gating device selection dialog on machine b. When this issue occurs, user will see gating overridden indication in the status message area of txa (treatment application) . If there are setup notes attached to the field, that can indicate to user that gating is required. Chart qa and treatment summary does not indicate that gating is overridden.